Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that resistance was experienced during the fill process. The issue was resolved by performing a cartridge change. Customer¿s blood glucose level was in 202 mg/dl range.